Event description:
The patient's generator was replaced due to battery depletion. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Clinic notes for the patient were received indicating that the patient has not felt vns for some time. Upon interrogation, the patient's device showed it was nearing end of service per the physician. The patient's mother reported that the patient's battery was found to be depleted and was now having an increase in seizures due to this. No known surgery has occurred to date. No additional relevant information has been received to date.